Event description:
Reporter alleged the customer obtained discrepant blood glucose values of 300-400 mg/dl back to back with a result of 160 mg/dl. Reporter stated the customer was not experiencing any hyperglycemic symptoms during the time of testing. No specific timeframe between the results was provided other than the reference to back to back testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.